Manufacturer narrative:
Review of the complaint history showed that this is the second complaint for this contract and the first concerning this issue in a period of three years. Review of the device history log (DHR) did not show any abnormalities. No remarks related to these items were made during the MFR process. No complaint sample is available for further investigation. According to our data the issue occurred between a 2 ml syringes and a cannula. There is no syringe of 2ml present in the pak with the lot number provided. There are three different cannulas present in pak. Because no sample is available it is not possible to investigate the complaint furthermore. The product label states that the content is selected by the health care professional who is acquainted with the correct use, as stand alone or in combination. Investigation results are inconclusive, they were unable to verify a root cause. (B)(4).

Event description:
A theater sister reported that the cannula came out of the syringe during a cataract intraocular lens implant procedure. The procedure was able to be completed. The pt experienced a posterior capsule tear. An anterior vitrectomy was performed due to the posterior capsule tear. The pt has now recovered.